Manufacturer narrative:
(B)(4). The covidien service engineer(cse) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit passed all performed tests and is reported to be within the manufacturing specifications.

Event description:
It was reported that a ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.